Event description:
Eminent clinical trial. It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in right ostial, proximal and mid superficial femoral artery (sfa) with 100% stenosis and was 180 mm long with a proximal reference vessel diameter of 5.7 mm and distal reference vessel diameter of 4.1 mm and was classified as tasc ii c lesion. Target lesion was treated with pre-dilatation and placement of two 6 mm x 120 mm study stents. Post treatment, dissection was noted, hence 5 mm x 100 mm and 4 mm x 100 mm two stents were implanted. Following post dilation, residual stenosis was 25%. On (B)(6) 2018, the subject was discharged. On (B)(6) 2022, 1456 days post index procedure, the subject underwent duplex ultrasound and was diagnosed with peripheral vascular disease and in-stent stenosis in the right distal sfa. Percutaneous transluminal angioplasty) was suggested to the subject as a treatment for the event, however the same was not yet planned to perform. Diagnostic findings revealed, triphasic signal in the common femoral artery and slight acceleration in the proximal pfa. Ratio in the superior edge of the patella in the stent and the popliteal artery was 2.4 and ratio of 5.3 distal in the stent (was ratio 5.2). Monophasic signals were noted in the distal popliteal artery on the right. The subject was diagnosed with paod stage 2b bilaterally with no pulsations distally on the right. No action was taken to treat the event.

Manufacturer narrative:
Age or date of birth: age at time of event: 72 years old at the time of study enrollment.